Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer had a display screen issue and required a software update. It was further noted that corrosion (liquid ingress) was present inside and outside the main case (strong mold odor). It was further noted that the printer drawer, case (mounting tab) on the printer, upper case, and power cord bay were broken, lower case was worn out, upper hinge plate was worn out (cosmetic only), upper and lower hinges were rusty and stylus was missing. Due to the extent of corrosion the device shall be scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was returned to service and subsequently tested out-of-specification during manufacturer's analysis. There was no patient involvement.